Manufacturer narrative:
Continued a2: on (B)(6) 1983. Additional, changed, and/or corrected data.

Event description:
Patient reported that they suffered from strong pain and pronounced capsular contracture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: strong pain and capsular contracture baker grade unknown.

Event description:
Patient reported that they suffered from strong pain and pronounced capsular contracture. The device has been explanted and replaced.

Manufacturer narrative:
The event of "allergic reaction/hypersensitivity - delayed" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported right side "capsular fibrosis was diagnosed, possibly also due to an allergic reaction to the implants used."

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported that they suffered from strong pain and pronounced capsular contracture baker grade iii,and as well as focal calcifications on the right. Patient¿s representative has further reported the patient experienced, ¿pain in the chest, tension, and palpable hardness as well as a deformation of the breast and implant¿, ¿bilateral capsular fibrosis was diagnosed, possibly also due to an allergic reaction to the implants used¿. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ two openings in radius side assessed as surgical damage. ¿ nicks is observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture. Healthcare professional later reported right capsular contracture as baker grade iii. Device has been explanted and replaced.